Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient does not have diabetes mellitus but is using the cgm system to monitor a microvascular disease. Patient stated that the disease can cause blood to pool in her extremities and this leads to inaccurate bg meter readings. At the time of contact, no injury or medical intervention was reported.